Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone-control-ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 17.4. Cloud - smartphone hardware iphone14.3. Cloud - cgm sensor type g6.

Event description:
The patient's mother reported that the patient received an uncommanded bolus of 10.5 units from the omnipod iphone app on their smartphone. No impact on the patient's blood glucose levels was reported, and medical attention was not required. The patient's mother was not with the patient at the time the issue was reported, and did not have access to the patient's phone for troubleshooting and/or additional information. Three due diligence attempts were made to obtain additional information without success. If additional information becomes available, a supplemental report will be submitted.